Event description:
It was reported that "part of seal on universal converter came away from reducer and fell into abdomen. Piece was retrieved but not kept. No pt injury."

Manufacturer narrative:
We acknowledge that this report is being filed outside the 30 day window. Upon review and further eval, it was determined to be MDR reportable. While this event is not MDR reportable, we are filing due to a previous event when surgical time was significantly extended in order to retrieve the dropped seal. We will file a supplemental report as soon as our investigation has been completed.